Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. It was stated that troubleshooting was performed prior calling. The customer stated that she has changed the infusion set several times. The customer stated that she would feel more comfortable with a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.